Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: was buttressing material utilized? If so, which product? Yes - gore. Was the instrument fired across or near an existing staple line or clip? Yes. Were any of the forces higher or lower than expected (closing or opening)? No. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Event description:
It was reported that during a gastric sleeve procedure, on the 2nd firing, the device delivered partially formed staples with a green cartridge. The specimen side appeared to be intact and the patient side contained staples that were shaped like a goal post. The procedure was completed with the same stapler and a new cartridge. There was no patient consequence. The device was discarded.